Event description:
It was reported that during a port placement procedure, when the non-coring needle was punctured into the port body after the port was implanted and heparin saline was attempted to be infused, infusion could not be performed. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one right angle non-coring needle was received for evaluation. Visual and functional evaluations were performed. Upon infusion, syringe was used to infuse the right-angle non-coring needle and water was noted exiting the distal end along with small particles of thrombus and the needle was patent to aspiration. However, the investigation is inconclusive as the exact circumstances at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 09/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one right angle non-coring needle was received for evaluation. Visual and functional evaluations were performed. Upon infusion, syringe was used to infuse the right-angle non-coring needle and water was noted exiting he distal end along with small particles of thrombus and the needle was patent to aspiration. However, the investigation is inconclusive for the reported flushing difficulties because it is unknown if procedural factors under clinical condition, such as needle placement may have led to inability to infuse the system. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (expiration date: 09/2024). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, when the non-coring needle was punctured into the port body after the port was implanted and heparin saline was attempted to be infused, infusion could not be performed. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, when the non-coring needle was punctured into the port body after the port was implanted and heparin saline was attempted to be infused, infusion could not be performed. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2024). H11: section a through f, the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.